Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 33-year-old female patient who had essure (305) (batch no. B02268) inserted for female sterilisation. On (B)(6) 2013, the patient had essure (305) inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (305) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (305). The reporter commented: insertion details-right 1 left 1 trailing coil noted discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: finding: normal appearing uterine cavity and tubal ostia. Procedure note: while stabilizing the device we rolled the essure into place and adjusted the gold band until it was just at the tubal ostia. We then rolled the device back again to release the coil one trailing coil will note on the right side. We then turned our attention to the tube following the same procedure, we advance to spring up to the black, then rolled back the sheath and adjusted the gold band to the level of the tubal ostia. We then did the final roll back. One trailing coil as noted on the left side. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical records received: lot no added. Model no. Updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 33-year-old female patient who had essure (305) (batch no. B02268) inserted for female sterilization. On (B)(6) 2013, the patient had essure (305) inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (305) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (305). The reporter commented: insertion details-right 1 left 1 trailing coil noted discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: finding: normal appearing uterine cavity and tubal ostia. Procedure note: while stabilizing the device we rolled the essure into place and adjusted the gold band until it was just at the tubal ostia. We then rolled the device back again to release the coil one trailing coil will note on the right side. We then turned our attention to the tube following the same procedure, we advance to spring up to the black, then rolled back the sheath and adjusted the gold band to the level of the tubal ostia. We then did the final roll back. One trailing coil as noted on the left side. Lot number: b02268. Manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.